Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Trend review summary: the complaint listing report indicates that there were other records for units manufactured on work order 2068881: 1981460: no complaint against the device. Device returned to device analysis lab. Review of all complaints of deflation for the period of mar 2019 through feb 2021 related to date opened indicates that twelve points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿p-chart of deflation for saline implants and additional analysis¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: analysis of the returned device identified: crease flat and opening on valve. Leak test and microscopic analysis was performed which identified: crack opening on valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.